Event description:
The customer reported the ventilator alarmed and went vent inop. The ventilator was not in use on a patient, therefore there was no patient involvement or harm.vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician could not duplicate the reported problem. During evaluation and testing of the unit, the service technician reported finding an indicator of a -12v failure. If the failure were to occur during in use operation a vent inop could occur. The service technician replaced the power supply to correct the finding. Final testing was completed and the unit passed per operating specifications.